Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02350, 3007963827-2019-00170, 0001822565-2019-02351, 0001822565-2019-02352, and 0002648920-2019-00401. Implant date: unknown date in 2014. Concomitant medical products: articular surface fixed bearing ps left 12 mm height catalog#: 42512400512 lot#: 63413998, stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 63725870, tibia cemented 5 degree stemmed left size d catalog#: 42532006701 lot#: 63587581, all-poly patella cemented 29 mm diameter catalog#: 42540200029 lot#: 63544349, palacos r+g bone cement catalog#: 66044273 lot#: u004. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision due to pain and possible metal allergies. No additional patient consequences were reported.